Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with stuck buttons and intermittent response. The customer's blood glucose level at the time of incident was 266mg/dl. Troubleshoot was reported to be conducted. It was reported that the customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to pillowed and peeling keypad overlay also, unable to perform the displacement test, rewind, seating and basic occlusion due to intermittent button response. No damage in the keypad assembly noted. The connector on the printed circuit board area 1 was inspected and properly was connected. The insulin pump had scratched case.